Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the OEM. The device history record for the lot indicated no anomalies during production with the event-related items. The OEM's investigation could not confirm the reported event because the device was not returned. However, based on similar reported complaints, the reported phenomenon is considered to be an operational (unintended) error caused by mishandling of the device such as over-pressing of the cups against tissue while the cups were open. The instruction manual indicates the following: do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument¿s distal end too hard against the tissue in an attempt to take a sample more than needed, the risk of perforation increases. Do not take more than needed. Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase.

Manufacturer narrative:
The referenced device was not returned to the manufacturer for evaluation as the user facility discarded the device following the procedure. The exact cause of the reported event cannot be confirmed. As a preventive measure, the instruction manual provides warning which states, do not use the instrument if you detect any irregularity. The breakage of the distal end such as the operation wire¿s detachment could cause mucous membrane damages and to always have a spare instrument available. Also, to perform an appearance inspection (i.e. While operating the slider to open and close the cups, confirm that the instrument has no disconnected or loose parts, make sure that the cups close evenly and are properly aligned when the slider is pulled, confirm that there are no sharp protrusions, burrs, or edges on the distal end of the insertion portion).

Event description:
Olympus was informed that during the middle of three therapeutic colonoscopy procedures performed on the same day, the device reportedly tore the patient¿s tissue as opposed to biting the tissue while the physician was taking a biopsy. The clinical manager reported intervention was performed by utilizing cautery and clips to stop the bleeding to the patient. The patient did not require a longer stay or additional treatment. The procedure was not delayed. The procedure was completed using a second device, with same model/different lot #. In addition, there was no force applied to the device. There was no issue inserting or withdrawing the device from the patient. The device was inspected prior to use and the device opened and closed without issue. This is for report 2 of 3.